Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure on (B)(6), 2010 (patient weight unknown). According to the complaint, after successfully removing a small polyp from the colon, the physician attempted to use the tip of the snare loop to complete coagulation of the polyp stalk; however, when the physician applied energy to the snare, the loop sparked and split in half. The complainant noted that they did not change the generator settings prior to this incident, and no piece of the snare was left in the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual examination of the returned device found that the loop was burnt and split at the tip. Scanning electron microscopy (sem) analysis revealed that the fractured ends of the snare loop exhibited characteristics normally associated with remelted material, which is most likely the result of excessive current. The condition of the returned incident device was consistent with the complaint that the device split; the complaint was confirmed. The most probable root cause for this malfunction is user error; the snare was subjected to excessive heat. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure on (B)(6), 2010 (patient weight unknown). According to the complaint, after successfully removing a small polyp from the colon, the physician attempted to use the tip of the snare loop to complete coagulation of the polyp stalk; however, when the physician applied energy to the snare, the loop sparked and split in half. The complainant noted that they did not change the generator settings prior to this incident, and no piece of the snare was left in the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.